Event description:
The customer reported, "the device is stuck." The fse noted, unable to perform motorized movements. The system would be effectively unusable. There is no report of death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be found to be working as intended and put back into svc.